Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. Additionally, the log files indicated rf ablation was not performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 2182269-2019-00002, 3008452825-2019-00001, 3005334138-2019-00004, 3008452825-2019-00002. During an atrial fibrillation procedure, a pericardial effusion occurred. The spiral catheter was used to create the geometry but the geometry did not appear correct. An echogram revealed a pericardial effusion on the posterior wall. No ablation had been carried out prior to the effusion. A pericardial drain was used to stabilize the patient. There were no performance issues with any abbott device.